Event description:
Patient's legal counsel provided medical records that indicated the patient underwent right total hip arthroplasty on (B)(6) 2006. Revision operative notes revealed that a revision procedure was performed on (B)(6) 2014 due to pain, femoral stem loosening, elevated metal ion levels and osteolysis. Revision operative notes further revealed the presence of metal stained fluid and that the greater trochanter fractured and had to be cabled during the revision. The modular head and femoral stem were replaced and an active articulation liner was implanted. Revision operative notes indicate that a second revision procedure occurred on (B)(6) 2014 due to infection. An irrigation and debridement was performed and the stem, modular head, acetabular liner, cone body and taper were removed and replaced.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal on metal articulating surfaces." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 8 mdrs filed for the same patient (reference 1825034-2015-02467 & 02468 & 02469 & 02470 & 02471 & 02472 & 02473 & 02474).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative, infection, and allergic reaction.¿

Event description:
It was reported in operative notes that patient underwent a revision procedure approximately nine (9) days post-implantation due to infection. During the procedure, an irrigation and debridement was performed. The stem, modular head, acetabular liner, cone body and taper were removed and replaced.